Event description:
Ous MDR - after an implantation time of about 9 months, it was reported that the pacemaker-dependent patient was admitted to the hospital on (B)(6) 2015. Pacemaker interrogation showed regular function, remaining operating time of the battery >13 years. Reprogramming from ddd to ddi at atrial flutter with 2:1 conduction. Patient was moved to a peripheral ward. Two hours later, the patient was found lifeless by nursing personnel and resuscitation measures were initiated. One defibrillation occurred during resuscitation. After the defibrillation, pacemaker interrogation shows a remaining operating time of the battery of >11 years. About 30 minutes later reprogramming to vvi 60, setting of max output was not possible. After that the device displayed eri, the patient's heart no longer responded to stimulation and the patient died. The device is still implanted because the body has not been released.

Manufacturer narrative:
The medical product is not available for analysis and could therefore not be examined itself. The device was reprogrammed from ddd to ddi mode on (B)(6) 2015 at 12:50 p.m. And functioned properly. The battery state was 'ok' at this time. At the subsequent interrogation at 3:45 p.m., the pacemaker was reprogrammed seven times within 5 minutes, among others to 7.5v @ 1.5. Ms, which caused the warning 'eri will be reached in less than 6 months'. Per design, the device shows this warning to inform the user that the eri state could be reached in less than 6 months. Due to the high programmed values, the pacemaker subsequently switched to eri. The data do not indicate a malfunction of the pacemaker. According to the available information, there is no connection to the death of the patient. If additional relevant information or the device itself should become available, please forward these to us, too. The process will then be updated accordingly.